Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse event of peritonitis (characterized by abdominal pain), which warranted hospitalization and antibiotic therapy. The pdrn reported that the patient¿s peritonitis was caused by an unspecified touch contamination event. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Enterococcus faecalis is a normal inhabitant of the human gastrointestinal tract, and peritoneal enterococcal infections are usually the result of a touch contamination event or from a possible gi source. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the manufacturers¿ specifications, as evidenced by the devices¿ continued use.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) contacted fresenius customer support for assistance canceling ccpd therapy to go to the hospital. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of abdominal pain and drain complications. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with vancomycin (dose, route, duration, frequency not provided). The patient¿s peritoneal effluent culture result returned positive for enterococcus faecalis, and the patient¿s antibiotic was continued. The patient continued to undergo ccpd therapy while hospitalized and is recovering from the serious adverse events. The patient was discharged home on (B)(6) 2026 and resumed utilizing the same liberty select cycler following discharge. The pdrn attributed causality to an unspecified touch contamination event, which did not involve any fresenius product(s) and/or device(s) deficiency or malfunction. It should be noted the patient¿s vancomycin is being administered via a home health agency, rationale is currently unknown.